Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8100 error code 242.4030 account name: (B)(6) medical center account #: (B)(4) asset name: 8100 pump module 9.1.17.7 asset location: contact: (B)(6) contact email: contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: 8100 sn: (B)(4) was giving the error code of 242.4030, and the customer wanted to know what will give this unit this error code. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: I explained to the customer that the error code he is getting is a motor stall error code. I explain to the customer that he needed to check the pinion of the motor or check the connection on back of the air in line sensor. The connection on the back of the air in line sensor could be broken. Or the pinion on the motor could be broke as well. The customer said ok that he will check them and if he has any more problems he would call back.